Event description:
The customer alleges there was an equiplite blade inside of a grl packaging. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint cannot be confirmed because the defective sample was never returned for investigation. Therefore, the root cause cannot be established. There are no corrective/preventative actions assigned and no further action is required.